Event description:
It was reported that there was a cassette sensor and downstream occlusion error. Evaluation of the returned device identified a defective downstream occlusion sensor. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing found that the downstream occlusion (dso) sensor was defective. The dso sensor was replaced to address this issue.